Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) had suffered a syncopal episode. The patient was directed to contact their physician for follow-up. A request for additional information has been sent.

Manufacturer narrative:
This report will be updated should additional information be received.